Event description:
Spontaneous call from spouse reporting ms3 serial number (B)(6) never alarmed, but had stopped infusing, patient was off medication for approximately 2 days. Patient restarted at current dose and now reporting headache, diarrhea, vomiting. Patient then spoke with md and was instructed to decrease pump rate today to 0.022ml/hr. With dose weight of 69kg, new dose is 53.14 ng/kg/min. No changes in breathing due to no infusion, just reported side effects. Md aware and gave titration orders to patient to get back to maintenance dose. Pump was in use when fault occurred. Lapse in infusion did occur with side effects due to malfunction. Sending replacement pump and patient has pump available for investigation and will return the malfunctioning pump. Patient does have back up pump to switch to and was able to successfully restart their therapy. Infusion is life sustaining and continuous. Outcome­ resolved. Subq ms3 patient. No additional information, detail or dates available, pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Reported to (B)(6) by: patient/caregiver.